Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone 5mg/ml at 2.4996mg/day via an implantable pump. The indication for use was spinal pain. The healthcare provider reported that the patient was hospitalized on (B)(6) 2016 with decreased loc (level of consciousness). Per the healthcare provider the patient had a narcan drip and was responding well to that but they want someone to come out the to hospital and check the pump. The company representative was called to the ICU (intensive care unit) to turn the pump to minimum rate as the patient presented with respiratory distress, drowsiness. Per the reporter the environmental, external, patient factors that may have caused or contributed to the issue was that per the ICU (intensive care unit) physician unidentified pills and bags of cocaine were found on the patient. It was unknown if any diagnostics or troubleshooting was performed. The issue was not resolved at the time of the report. The patient status at the time of the report was alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.